Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the lower bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Visual inspection revealed the guide pullwire was bent at approximately 9 centimeters from the proximal end of the push catheter hub. Multiple bends were along the working length of the push catheter. The working length of the stent was bent and collapsed on both ends. The guide catheter was found to be bent. Functional evaluation could not be performed on this device due to the damages observed on the components of device. It is possible the stent encountered some kind of resistance inside the patient, making it difficult to be deployed. Based on the analysis of this device and similar complaints, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the lower bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.